Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that as the coil was being advanced, it prematurely detached and migrated. The physician attempted to retrieve the coil but was unsuccessful. No further information is available.

Manufacturer narrative:
Expiration date/manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that as the coil was being advanced, it prematurely detached and migrated. The physician attempted to retrieve the coil but was unsuccessful. No further information is available.